Event description:
It was reported that the pt experienced pain at the implantable neurostimulator site when bending, leaning, or pressing on the device. The device site was not red, but felt warm. The site was previously infected and the pt was required to take antibiotics at that time. No info was provided related to the pt's outcome. Add'l info was been requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).